Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer uses an old pump and the buttons are not working correctly. The customer received emergency medical assistance and got admitted due to low blood glucose on (B)(6) 2015 with unknown blood glucose at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets and was given glucose shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had 2 car accidents around (B)(6) and one incident was due to low blood glucose. The customer received emergency medical assistance due to low blood glucose around (B)(6) 2017 with blood glucose of 36 to 38 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets and was given glucose shots to treat. The customer experienced symptoms such as seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer cannot afford infusion sets and reservoirs and is using them as long as they can. The insulin pump will not be returned for analysis.